Event description:
Pt admitted with ldh of 1170/plasma free hgb 107. Pt placed on heparin gtt. Ldh/plasma free hgb trended down. Cta heart showed possible thrombus at the inflow cannula. Pt d/c home on asa and lovenox. Planning on changing out pump next week.